Event description:
The ortho summit sample handling system instrument mispipetted one row and did not correctly dispense samples and reagent into plate. No death or serious injury was associated with this incident.